Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his charger/modem. The pt's download revealed a history of "battery charger fault" flags. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation, contamination was found on the battery board. The cause of the battery charger faults is contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an nk contaminant. No adverse event resulted from the contaminated battery board. The pt received a replacement charger/modem.